Event description:
Rptr had implants placed on 12/5/79. The right implant ruptured and both implants were replaced on 9/17/93, with saline implants. This info was submitted as f/u 2/15/94: pt originally had surgery for reconstruction 12/79 due to multiple diseases. She has the following problems: multiple tests for arthritic/muscle pain for at least the last seven yrs, palpitations (two incidents; put on beta blocker to regain control physically), fatigue, recurring blisters on hands (painful), night sweats, after yrs of tanning in the summer now when rptr goes out in sun for any amount of time her face blisters, constantly cold, transposing numbers, loss of thought, memory questionable at times, chronic pain in arms, hands, fingers, and shoudlers, "fatty tumor" removed 9/93 from left forearm, "fatty tumor" still on shoulder area, stroke like incident approx 2 yrs ago with loss of use of left arm and face dropping/drooping (cat scan normal), 1993 respiratory failure, asthma and pneumonia, allergies continue to get worse each yr, hives often and loss of balance. Surgeon had to remove healthy muscle around ruptured silicone material. (Same rptr referred to in mw1000590.)